Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Out of range rv impedance have been reported. Since (B)(6), gradual increase in rv impedance from 700 ohms to > 2500 ohms as seen in f/u today. Sensing is still appropriate, but thresholds have increased to 3.1v at 1.0ms. A possible subclavian crush and conductor fracture are suspected. Recommended cxr and expect possible lead revision. On (B)(6) 2013 - as of today, all available info suggests the lead remains implanted.